Manufacturer narrative:
The reagent information was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable albumin and sodium (na) results for 4 patient samples on a cobas c 503 analytical unit. On (B)(6) 2025, sample 2 had an initial albumin result of 3.03 g/l and a repeat result of 35.1 g/l on analyzer serial number (B)(6). On (B)(6) 2025, sample 7 had an initial na result of 157.5 mmol/l and a repeat result of 142.5 mmol/l on analyzer serial number (B)(6). On (B)(6) 2025, sample 8 had an initial albumin result of 9.15 g/l and a repeat result of 32.3 g/l on analyzer serial number (B)(6). On (B)(6) 2025, sample 10 had an initial albumin result of 0.828 g/l and a repeat result of 32 g/l on analyzer serial number (B)(6).

Manufacturer narrative:
The alarm trace showed multiple abnormal aspiration alarms. The field service engineer (fse) performed a hardware check and verified that the analyzer is operating within specification. The root cause of the event was found to be consistent with pre-analytical sample handling issues. No product problem was identified.